Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance in bipolar and 2450 ohms in unipolar. Historically, lead impedance had been between 700 and 900 ohms in the bipolar configuration. Lead impedance was tested on two programmers and during isometrics; impedance values were consistently high. An x-ray confirmed lead fracture. The lead would be replaced. It was noted that the patient was receiving chemotherapy.

Manufacturer narrative:
Na